Manufacturer narrative:
Investigation revealed the runaway condition was able to be recreated when a high impedance ground connection (marginal ground connection) going from the drive to the encoder was simulated by adding a 24 ohm resistor in series with the ground line. The effect was a reduced encoder voltage causing the encoder not to function as intended. This resulted in a loss of commutation in the motor that caused the treadmill belt to run in an uncontrolled manner. The exact cause of the commutation loss is not known and the event has not been duplicated without the addition of resistance to the encoder ground line. A design mitigation has been proposed by (B)(4) that will detect commutation loss and disable the drive when the reported condition occurs. This mitigation will be implemented to correct the impacted treadmills in the field. Patient information could not be obtained due to country privacy laws. Incident date unknown the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The customer reported that the treadmill stopped working, and when running the calibration test on the t2100 the treadmill started to move in the opposite direction. No patient compromise reported.

Manufacturer narrative:
Upon further review, ge healthcare has determined that the previously provided information in the initial report was incorrect. It has now been determined that the issue identified in this record is not related to the commutation loss. While a ge field service engineer was servicing the device, the treadmill failed the calibration test. As a result of this test failure, the treadmill was not returned to the customer, it was taken out of service. The issue was corrected by ordering and installing a new motor controller. All testing passed with the new motor controller installed prior to returning the treadmill to the customer.